Manufacturer narrative:
H6: type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. "Cotton like matter was found on the lens optical area. Trace remained after len rinse and implantation. Cause of the event is reported as unknown. Lens remains implanted. Per the reporter on (B)(6) 2021, "surgeon does not plan to remove the lens as the patient shows no further signs or symptoms."